Manufacturer narrative:
(B)(4) the results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that during insertion, the security clip of the drainage bag was damaged and did not work causing a leak. A new kit was used without issue.

Manufacturer narrative:
(B)(4). No sample was returned for analysis. The report that the clamp on the thoracentesis bag would not lock was confirmed through examination of a video clip provided by the customer. However, comparison of the clamp in the video with a sample from lab inventory shows that the locking arm of the customer's clamp was placed into an abnormal position where it would not lock. A device history record review was performed and it did not reveal any manufacturing related issues. Based on the video demonstration of how the clamp was used, operational context caused this event. No further action will be taken. Corrective action is not required since the probable cause is operational context.

Event description:
The customer alleges that during insertion, the security clip of the drainage bag was damaged and did not work causing a leak. A new kit was used without issue.